Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 352mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. The mother stated that the customer attempted to push the piston to prime the device and to get the settings. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with prime alarm during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had missing end cap sticker.